Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: a 100 ml infusion was started, the proximal end of the tubing was clamped, the complete upstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.

Event description:
Building service coordinator reported no downstream alarm. A replacement battery door was also requested. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.